Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2011. According to the complainant, it was reported that the patient was dilated prior to the procedure. The diameter to which the cervix was dilated is unknown. During the hysteroscopy phase of the procedure, there was a significant amount of fluid loss from the patient's cervix. The physician applied a second tenaculum stabilizer. As the fluid temperature reached approximately 41 degrees celsius, during the heat up phase, a fluid loss alarm error message occurred. Fluid was observed leaking from the cervix. The rate per minute of fluid loss is unknown. The physician reported that due to dilation and manipulation, the patient's cervix became "over-stretched." The procedure was aborted due to this event. Additional follow up with the clinician confirmed that a cervical leak occurred during the heat up phase of the procedure while the saline was below 50 degrees celsius. There were no further complications reported with this event. The condition of the patient is reported to be good.